Event description:
On (B)(6) 2011, the patient was undergoing treatment for an occlusion in the basilar artery (ba). The patient had complications such as diabetes mellitus, abnormal lipid metabolism, and high-blood pressure. The reperfusion catheter 041 was used to treat the clot in the ba. The embolus moved to the distal ba and occluded the posterior carotid artery (pca). The patient's condition became more serious. The physician attempted to reopen the pca with the merci retrieval system and pta. In addition, urokinase was administered in combination as an arterial infusion. The procedure was finished after about three hours from the start of the procedure because the patient's pupil became dilated. On (B)(6) 2012, the patient died. The physician commented that he could not determine which device caused the embolus to move. This MDR is associated with MDR 3005168196-2012-00159.

Manufacturer narrative:
Conclusion: distal embolus is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.